Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported a broken plunger assembly. No patient injury was reported.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was broken or removed on the plunger assembly upon receipt, the physical condition of the device was broken with both plunger cases separated. No error code was found in the ehl (event history log) related to the reported issue. The customer reported issue was confirmed during the investigation as the device was found to be broken with both plunger cases separated. Root cause of the reported issue is due to a broken screw-boss from the left plunger case due to damage from customer having dropped or mishandled the device. Replaced the plunger assembly, performed preventive maintenance and all functional testing. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Manufacturer narrative:
B5: additional information received on 02-sep-2022 via email and attached to complaint object: it appears that the pump was damaged. Pump was not on a patient. H6: event problem and evaluation codes: updates not required. D10: device available for evaluation: updated. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: corrections: d4: model number 4000; d1: brand name: medfusion 4000 pumps.